Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that there was moisture in the battery compartment two weeks ago, and the pump lost power for a few hours. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings: during investigation, a review of the pump history showed no pump reboots in the black box. There was no visible moisture in the battery compartment. The returned battery cap has stripped threads and the battery compartment has a crack that extends to the case seal. The returned cap was unable to fully tighten to the pump; intermittent power was observed. A new test cap was able to carefully tighten to the pump and was used to exercise the pump for a 24 hour duration period with no power interruptions occurring. The pump cover was removed and internal moisture was observed on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.